Event description:
A doctor alleged the battery of the zeon discovery light had slipped out of the discovery holster and contacted a patient's face during a procedure.

Manufacturer narrative:
The doctor reported that the clip on the battery pouch had become worn out and was loose when attached to his scrubs; therefore, the battery had slipped out. No injuries were associated with this incident. To date, the patient is doing fine. To date, the product has not been returned; therefore, no evaluation can be conducted.